Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, multiparous in 1994, live birth in 2001, anogenital warts, low grade squamous intraepithelial lesion, anxiety, menstrual disorder, neck pain, anemia, thrombocythemia, vitamin d deficiency and induced abortion. Previously administered products included for an unreported indication: vancomycin in 2009 and escitalopram oxalate. Past adverse reactions to the above products included multiple allergies with vancomycin. Concurrent conditions included passive smoking, alcohol use, vaginal haemorrhage, seasonal allergy, hyperglycemia, lower abdominal pain, breast tenderness, hyperplasia, hot flashes, dizziness, constipation chronic, insomnia, low back pain, allergic rhinitis, major depressive disorder with melancholic features, carcinoma and endometriosis. Family history included breast cancer, colon cancer, hypertension, diabetes and depression. Concomitant products included citalopram since 2010, diclofenac, gabapentin, lidocaine, lorazepam, propranolol (propanolol) since 2013, ranitidine hydrochloride (zantac), tramadol and tramadol hydrochloride (ultram). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced rash ("rashes"). In 2013, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), gastrointestinal disorder ("digestive system disorder"), mood altered ("moody"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and abdominal distension ("bloating"). The patient was treated with diclofenac, panadeine co (tylenol #3), ibuprofen (motrin) and surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal distension had resolved and the vaginal haemorrhage, menorrhagia, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, mood altered, depression, migraine, headache, nausea, rash, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal distension, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion tubes were blocked. Concerning the injuries reported in this case the following one/onces were described in patient's mr: pelvic pain, heavy menses, vaginal discharge, vaginal bleeding, depression, dysmenorrhea, most recent follow-up information incorporated above includes: on 5-feb-2018: event abnormal bleeding (vaginal, menorrhagia), urinary problems, dental problems, dysmenorrhea, dyspareunia, fatigue, digestive system disorder, moody, depression, migraines/headaches, nausea, rashes, vaginal discharge, weight gain, bloating was added incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, multiparous in 1994, live birth in 2001, anogenital warts, low grade squamous intraepithelial lesion, anxiety, menstrual disorder, neck pain, anemia, thrombocythemia, vitamin d deficiency and induced abortion. Previously administered products included for an unreported indication: vancomycin in 2009 and escitalopram oxalate. Past adverse reactions to the above products included multiple allergies with vancomycin. Concurrent conditions included passive smoking, alcohol use, vaginal haemorrhage, seasonal allergy, hyperglycemia, lower abdominal pain, breast tenderness, hyperplasia, hot flashes, dizziness, constipation chronic, insomnia, low back pain, allergic rhinitis, major depressive disorder with melancholic features, carcinoma and endometriosis. Family history included breast cancer, colon cancer, hypertension, diabetes and depression. Concomitant products included citalopram since 2010, diclofenac, gabapentin, levonorgestrel (mirena), lidocaine, lorazepam, propranolol (propanolol) since 2013, ranitidine hydrochloride (zantac), tramadol and tramadol hydrochloride (ultram). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced rash ("rashes"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding, abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition- type: digestive system disorder"), mood altered ("moody"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), urinary tract infection ("bladder or urinary problems or changes : utis") and vaginal infection ("bladder or urinary problems or changes : vaginal infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with diclofenac, panadeine co (tylenol #3), ibuprofen (motrin) and surgery (hysterectomy (partial) with bilateral salpingectomay, unilateral opherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal distension had resolved and the vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, mood altered, depression, migraine, headache, nausea, rash, vaginal discharge, weight increased, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal distension, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion tubes were blocked . Concerning the injuries reported in this case the following one/onces were described in patient's mr: pelvic pain, heavy menses, vaginal discharge, vaginal bleeding, depression, dysmenorrhea, most recent follow-up information incorporated above includes: on 8-aug-2018: pfs received: reporter information, concomitant medication, events bladder or urinary problems or changes replaced with urinary tract infection and vaginal infection added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.